Event description:
It was reported that the customer had high blood glucose levels of 270 mg/dl. The customer reported an unexpected restart by the insulin pump. The customer tried to clear the alarm but received a no delivery alarm which also cleared all the insulin pump settings. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).